Event description:
It was reported that the device was explanted and replaced due to mechanical anomaly. No further information was available.

Manufacturer narrative:
The reported field event of mechanical anomaly was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.